Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported tat patient lost therapy around (B)(6) 2022 and the ipg was end of life. It is unknown if the battery depleted prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new one. Post procedure effective therapy was restored.